Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31-mar-2026, an email was received from a clinical research associate (cra) regarding a draft manuscript associated with clinical studies iirr 02515 conducted by the american hip institute. A review of information from the clinical study titled ¿short-term outcomes of labral reconstruction and labral augmentation: a propensity-matched study¿ (iirr 02515) was subsequently performed. This prospective propensity-matched study evaluated patients who underwent hip arthroscopy for femoroacetabular impingement (fai) and labral tears, treated with either labral reconstruction or labral augmentation, between 2010 and 2023, with a minimum follow-up of two years. A total of 120 patients were included, consisting of 80 patients in the labral reconstruction cohort and 40 patients in the labral augmentation cohort, matched based on age, sex, body mass index (bmi), acetabular outerbridge grade, follow up duration, and capsular treatment. Both treatment groups demonstrated statistically significant improvements across all evaluated patient-reported outcomes, including the modified harris hip score (mhhs), non-arthritic hip score (nahs), hip outcome score¿sport specific subscale (hos sss), visual analog scale (vas), and patient satisfaction, from preoperative baseline to the latest follow-up. Despite presenting with more extensive labral pathology, including higher rates of combined seldes type 1 and 2 tears and greater anchor utilization, the reconstruction cohort achieved comparable postoperative outcomes to the augmentation cohort. Rates of achieving clinically meaningful improvement thresholds, including mcid and pass, were similar between groups. Secondary surgical interventions were reported in both cohorts. In the reconstruction group, four patients underwent revision hip arthroscopy due to recurrent symptoms, including three patients who required repeat labral reconstruction and one patient who underwent lysis of capsulolabral adhesions with labral debridement. In the augmentation cohort, three patients underwent revision hip arthroscopy, all attributed to recurrence of symptoms following an asymptomatic period. Based on the findings presented in the manuscript, labral reconstruction and labral augmentation were both considered effective surgical options, demonstrating comparable short-term clinical outcomes despite differences in baseline labral pathology. No new or unexpected device-specific safety signals were identified during review of the manuscript.